Event description:
The patient called the registered nurse (rn) saying that his continuous ambulatory delivery device (cadd) pump was beeping. Rn went to assess the patient and the pump. Rn noted that the patient-controlled analgesia (pca) medication (dilaudid) was empty and needed a new bag. Rn noticed that the tubing was leaking at the bottom of the base. Rn found that medication was leaking from the tubing in the cassette. No concern with the pump itself and no injury to the patient. The rn used a brand new cadd administration set to hang new medication bag. Tubing saved but packaging was not saved. Unsure of lot number.